Manufacturer narrative:
This report is submitted on april 24, 2018, (B)(4).

Event description:
Per the surgeon, the patient experienced soft tissue complications at the abutment site. Additional information has been requested but has not been made available as of the date of this report, april 24, 2018.